Event description:
Hold for du/7/17 it was reported that a spectrum iq pump failed flow rate accuracy test on two consecutive attempts during a routine preventive maintenance inspection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.